Event description:
As reported by our edwards lifesciences japanese affiliate and through the japanese post-marketing surveillance system, approximately 10 months post implant of a 26 mm sapien 3 valve in the aortic position via transfemoral approach, the patient was admitted to another hospital due to congestive heart failure. The patient's outcome was determined as recovering. Additional records have been requested, but nothing has been received at the time of this report.

Manufacturer narrative:
The date of this event was reported as "(B)(6) 2022" by the japanese post-marketing surveillance system. The exact date of event is unknown. The date of event, (B)(6) 2022, is used in this report as an approximation. Per the instructions for use (IFU), heart failure is a known potential adverse event associated with the thv procedure and the use of the edwards thv devices. Heart failure is when the heart is unable to pump sufficiently to maintain blood flow to meet the body's needs. Signs and symptoms commonly include shortness of breath, excessive tiredness, and leg swelling. The shortness of breath is usually worse with exercise, while lying down, and may wake the person at night. A limited ability to exercise is also a common feature. Chest pain, including angina, does not typically occur due to heart failure. Common causes of heart failure include coronary artery disease including a previous myocardial infarction (heart attack), high blood pressure, atrial fibrillation, valvular heart disease, excess alcohol use, infection, and cardiomyopathy of an unknown cause. These cause heart failure by changing either the structure or the functioning of the heart. There are two main types of heart failure: heart failure due to left ventricular dysfunction and heart failure with normal ejection fraction depending on whether the ability of the left ventricle to contract is affected, or the heart's ability to relax. The severity of the disease is usually graded by the degree of problems with exercise. Heart failure is not the same as myocardial infarction or cardiac arrest. Other diseases that may have symptoms similar to heart failure include obesity, kidney failure, liver problems, anemia, and thyroid disease. In this case, there was a medical opinion reported with an unclear allegation which stated a product malfunction and/or the tavr procedure (almost one year prior) may have contributed to this adverse event. With the limited information available, the exact cause of the heart failure is unknown but may be related to the mechanisms above. The likelihood of the device and/or the tavr procedure contributing to the heart failure is remote, therefore this adverse event is being reported on a conservative level. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Device remains implanted.

Event description:
As reported by our edwards lifesciences japanese affiliate and through the japanese post-marketing surveillance system, approximately 10 months post implant of a 26 mm sapien 3 valve in the aortic position via transfemoral approach, the patient was admitted to another hospital due to congestive heart failure. The patient's outcome was determined as recovering. Additional information was received from the affiliate that confirmed the congestive heart failure was not related to an edwards device or the tavr procedure. Therefore, the reported event has been disassociated and is no longer considered FDA reportable.

Manufacturer narrative:
Additional information was received via the edwards japanese affiliate that indicates the reported event has been disassociated from the edwards device and the tavr procedure. There was no allegation that an edwards device may have caused or contributed to the congestive heart failure. There was no allegation of an adverse event or device malfunction related to the identity, quality, durability, reliability, safety, labeling, effectiveness, or performance of this edward device. Therefore, the previous MDR is being retracted. The event is no longer considered a reportable complaint against the edwards device.